Event description:
It was reported that the patient¿s community was ¿studying the effects of emf radiation.¿ it was stated that the patient had six ¿smart¿ meters that were a few feet away from where the patient would sleep. It was stated that the patient¿s battery had ¿only lasted for 8 months.¿ it was noted that the patient wanted to now the effects of emf on the device or battery. Additional information received reported that the patient had had ¿odd battery failures with her stimulators.¿ it was noted that the patient had been doing research as to whether ¿the emi from wireless smart meters for monitoring and billing electricity would cause her battery to deplete prematurely.¿ it was noted that the meters were ¿3-6 feet from [the patient¿s] head, on the other side of the wall in the apartment building.¿ it was stated that the patient had an end of service (eos) message. It was noted that the patient was working with a healthcare provider (hcp) to possibly get a rechargeable implantable neurostimulator (ins) as a replacement. It was stated that the patient¿s battery may have ¿died¿ in (B)(6) of 2014. It was stated that the patient was sure that the battery was ¿gone¿ in june. It was noted that the patient hadn¿t left the battery on ¿all the time.¿ it was noted that the patient¿s stimulation had not shut down, but had shut down when the eos message was received. It was noted that the patient had ¿a meter that was used and it just had a green, yellow, and red. We got the same kind of reading off the microwave like we got off of [the patient¿s] wall.¿ additional information received reported that the battery had been determined to be ¿not working¿ in june. It was noted that the hcp office had submitted the paperwork to get the patient approved for a replacement, but no procedure date had yet been set. It was stated that the patient had received an elective replacement indicator (eri) message in (B)(6) of 2014. It was noted that the patient used high energy levels, which would drain the battery faster. It was further noted that the patient was unsure if she wanted a rechargeable battery. Additional information received reported that based on the patient¿s high energy settings and ¿24/7¿ usage of the ins, a manufacturer representative had assumed that the battery depletion was normal battery depletion.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3487a-56, lot# v596727, implanted: 2011-(B)(6), product type lead, product ID 3487a-56, lot# v627348, implanted: 2011-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).